Event description:
Orsiro mission drug-eluting stent systems were selected for treatment. Successful angioplasty of the third marginal with implantation of an orsiro 2.5/26 stent, with good result. During attempt of treatment of the second marginal with the complaint orsiro, the stent became loose and remained in the middle circumflex. The loosened stent was adapted in the middle circumflex and covered by a stent of another brand with good final result.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
Orsiro mission drug-eluting stent systems were selected for treatment. Successful angioplasty of the third marginal with implantation of an orsiro 2.5/26 stent, with good result. During attempt of treatment of the second marginal with the complaint orsiro, the stent became loose and remained in the middle circumflex. The loosened stent was adapted in the middle circumflex and covered by a stent of another brand with good final result.